Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system e3 section. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "support call from (B)(6) . Surgery center was synergy. Husband had shoulder surgery and his shirt was a bit damp from slight leakage. Told her we hear that fairly often and some back pressure after a bolus may be normal. Monitor his pain, if he's not feeling anything now it's likely excess, but if he starts to have an onset of heavy pain it's possible the catheter migrated. Just told her to be ready to call the surgery center but for now it should be fine. No issues." A patient was involved but not harmed.